Manufacturer narrative:
Two photos of a 10ml luer-lok syringe were received and evaluation or confirmed. Both images show a loose syringe in a clear bag from 2 different angles. In only of the images a crack can be seen on the barrel extending from the 2ml graduation line to the 8ml graduation line. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. A device history record review could not be completed as the lot was unknown.

Event description:
Material#: 301029, batch#: unknown. It was reported by customer that cracked syringe. Verbatim: rcc received a complaint via email. Medline complaint #: (B)(4). Defect description: cracked syringe. Medline part #: 26005. Product description: syr 10ml l/l. Vendor part #: 301029. Lot #: unknown. Date reported: 12/5/2023. Sample received: yes. Response needed: acknowledgment only.

Manufacturer narrative:
E.1. (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns barrel was cracked. The following information was provided by the initial reporter: "cracked syringe" medline complaint #: (B)(4). Defect description: cracked syringe medline part #: 26005 product description: syr 10ml l/l vendor part #: 301029 lot #: unknown date reported: 12/5/2023 sample received: yes response needed: acknowledgment only additional information provided on 01/10/2024: 1. Any adverse event or serious injury reported to patient or healthcare professional? No 2. Was there a delay of, or change in, the course of treatment due to the event? No 3. Any sample or photo available for investigation? Both sample and photo is available. Photos are attached. 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? No patient involvement 5. How was treatment completed for customer? Unknown 6. Patient status? Not involved in complaint reported. 7. Any picture of this complaint 8.please explain elaborate issue? User found longitudinal crack in syringe when opening the pack 9. Date of event? 12/05/2023.10.physical available/not available? No 12. Customer address? (B)(6) medical center-(B)(6). 13. Lot number? Unknown.